Event description:
The customer reported that the scope had a green stripe on the image. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: green image there were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed. The device evaluation found that the charged coupled device was defective and causing the colored image. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a defective charged coupled device unit (likely defective from unacceptable tension or pre-existing damage). Olympus will continue to monitor field performance for this device.